Manufacturer narrative:
Investigation summary: bd received three photographs for investigation. Evaluation of the photographs indicated that the stopper had been molded incorrectly. A total of 20 retained samples were visually inspected, and no defects related to incorrectly molded stoppers were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: molding defect. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst ii advance plus blood collection tubes, one (1) tube was found with deformed stopper. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® sst ii advance plus blood collection tubes, one (1) tube was found with deformed stopper. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.